Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced five infusion set tubing detachment events on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. No further information available.